Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was no insulin drips out of the new cartridge while priming the tubing. The customer was able to load a new cartridge and resume insulin delivery. There was no reported impact to the customer's blood glucose level.